Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss and air in the pump. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the patient was unable to use his device. There was "air in pump and fluid leak as low volume found at explant." There were no complications reported following the surgery.